Manufacturer narrative:
Surgical intervention, pain occurred. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. (B)(4).

Event description:
It was reported via journal article that the patient underwent an open incisional hernia repair between (B)(6) 2004 and (B)(6) 2006 and mesh was implanted. The patient may have experienced pain, superficial wound infection, deep wound infection, hematoma/hemorrhage, fascia dehiscence, subhepatic abscess and recurrence. Mesh removal was performed due to the deep wound infection on an unknown date. No additional information was provided.